Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2015-01230. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician was unable to advance two ruby coils through another manufacturer's microcatheter. The physician tried flushing the microcatheter but both ruby coils would not advance through it and were removed. The procedure was completed using a new ruby coil and the same microcatheter. There was no report of an adverse effect to the patient.